Event description:
It was observed that during device evaluation, gastrointestinal videoscope had streaks in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to component failure (due to the break in the charged coupler device unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.